Event description:
It was reported that the patient presented to the clinic with the patient alert sounding. It was found that the lv (left ventricular) lead's impedance was high and out of range. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D:11 concomitant products: 6949 implantable tachy lead (B)(6) 2007; 5076 x2 implantable pacing leads (B)(6) 2001. (B)(4).